Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance was not confirmed; however, the evaluation determined the soft tip was separated at the distal seal and was not returned with the device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event or tip separation. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the guide wire was in the patient and an attempt was made to advance the rx multi-link 8 stent delivery system, but resistance was met on the guide wire and the stent delivery system could not be advanced. The multi-link 8 did not enter the patient and was replaced by another multi-link 8 that worked with no issues. No clinically significant delay to the procedure was reported. Returned device analysis indicated the soft tip separated at the distal seal of the stent delivery system.